Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to exhibiting impedance issues. Subsequently, the procedure was completed with a different rv lead. There were no adverse patient effects. The rv lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The visual examination also noted that the helix mechanism was in a retracted position. Dried blood was noted around the helix. Subsequently, testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to exhibiting impedance issues. Subsequently, the procedure was completed with a different rv lead. There were no adverse patient effects. The rv lead is expected to be returned for analysis.